Event description:
Information received from the field does not address the patient's clinical status but notes that a trans-telephonic monitor noted an rrt rate of 53 ppm when the device was programmed to 60 pm. When the patient came into the office, interrogation of the device found dashes (---) for rate and other parameters. Measured data showed a high current drain at 80ua when at the last interrogation, the current drain was 24ua. Programming the device was not possible.